Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device had multiple mishaps. Some clips fell out of the device some didn't form and some had to be removed from the cystic duct. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: jaws, top and lower shrouds. The analysis results found that the er320 device was returned with the top shroud bent and broken and the lower shroud broken. In addition, the jaws were found to be bent. Due to the returned condition of the device, no further testing could be performed to evaluate the reported incident. As each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, the damages found at the jaws and shrouds are attributed to instrument misuse.